Event description:
It was reported that a particulate matter was observed in the ports of nine (9) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred between july 30, 2022 ¿ september 02, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 17, 2021 -november 18, 2021. H10: nine (9) devices were received for evaluation. Unaided visual inspection along with magnification was performed with the fill port caps removed and a loose, white, polymeric appearing particle, morphologically consistent with fill port material was observed on the fill port interior wall of 1 sample only. The reported condition was verified in 1 sample only; however, not verified in the remaining 8 samples. The cause of the particle matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.